Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump received multiple pump error alarms and insulin pump had blank display the customer¿s blood glucose level was 396 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose and treated it with insulin pump. The self test was passed by insulin pump. The insulin pump will not be returned for analysis.